Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2367 during use during initial drain on the home choice (hc) device. The baxter technical representative (tsr) asked the home patient (hp) and found that the he was connected when the hc alarmed. When the tsr had the hp check the patient line it was full of air. The tsr inquired about priming and the hp stated that he did not know if the patient line was primed before connecting. The tsr had the hp close all clamps and transfer set, cycle power again to get the "press go to start". The tsr advised to start over therapy with all new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Correction: the reported issue was for alarm se 2240 (air in line). The system error 2240 (air in line) occurred during dwell 3 of 5 was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.